Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they went for their 6 week check-up the day prior and everything was good. They went shopping afterward. They reported they peed themselves 5 times in the last 2 hours. Patient reported they only felt stimulation when they turned it up, when they took the patient programmer away, they didn't feel stimulation. Patient was able to sync with their programmer, it showed stimulation was on program 2 at 1.9 volts. Patient increased to 2.4 volts and reported they felt stimulation in the correct area. The patient reported a return of bladder symptoms on (B)(6) 2018. No further complications were reported or anticipated.